Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had intermittent non-physiological noise which was noted to have caused short inappropriate mode-switching. The atrial lead measurements satisfactory and stable. The lead was reprogrammed. The patient was stable.